Manufacturer narrative:
The returned rod inserter was evaluated. The pin on the tip of the moving arm has fractured. The root cause cannot be definitively determined but possible causes include breakage during rod manipulation or mishandling during use, cleaning, or shipment. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was initially reported that a rod holder was found to be worn during a routine inspection outside of a surgical setting. However, device evaluation by zimmer biomet personnel found that the pin on the tip of the moving arm had fractured off.